Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR was performed, and no non-conformances were found. During the investigation, the pump was found to have a worn plunger, which caused the pump to fail to alarm.

Event description:
The initial reporter stated that the pump did not alarm door open when it should have. Mmdg was advised at the time of the complaint that this occurred during testing, and did not have any patient impact. (B)(4).